Event description:
It was reported there was hair-like substance in the sterile package. No additional information.

Manufacturer narrative:
(B)(4). Report source: foreign: country: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated updated: b4 d9 g3 g6 h2 h3 h6 h10 evaluation of the returned product confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. The reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The work instruction for the operation where the manufacturing deviation is likely to have occurred was reviewed and found to be adequate information informing the operator to inspect packaging for foreign material inside the sterile packaging. This/these device(s) is/are used for treatment. Review of complaint history identified additional similar complaints for the reported item(s) and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the provided work instructions during manufacturing. No corrective action is required at this time. All open and closed complaints for debris are trended and evaluated in accordance with local procedures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.